Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connection, sheath, coil, burr and annulus were visually and microscopically examined. The coil is stretched and separated 141cm from the strain relief. Microscopic examination of the detached burr revealed that the annulus was damaged/fish-mouthed which is consistent with damage seen with the use of a rotawire. There are numerous sheath kinks. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Product analysis confirmed the reported event due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.

Event description:
It was reported that the burr became stuck in the lesion and the driveshaft was detached. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery (rca). A 1.25mm rotalink plus was selected for use. During the procedure, ablation was performed at 200,000rpm. However, the burr became stuck in the lesion and when pulled out the driveshaft detached from the rotational burr which remained being stuck in the lesion. The detached burr was then removed successfully since the tension to the lesion changed and the detached burr was caught at the spring tip of the rotawire when the unspecified microcatheter was advanced. No complications were reported, and the patient condition was good.

Event description:
It was reported that the burr became stuck in the lesion and the driveshaft was detached. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery (rca). A 1.25mm rotalink plus was selected for use. During the procedure, ablation was performed at 200,000rpm. However, the burr became stuck in the lesion and when pulled out the driveshaft detached from the rotational burr which remained being stuck in the lesion. The detached burr was then removed successfully since the tension to the lesion changed and the detached burr was caught at the spring tip of the rotawire when the unspecified microcatheter was advanced. No complications were reported, and the patient condition was good.